Event description:
The customer reported the service wrench is active, inhibiting use of the device. The report was not associated with patient use.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.